Event description:
Had breast augmentation on (B)(6) 2011 an have had increased health issues since implantation. I started having severe migraines that would send me to the emergency room (ER) and would at times last 4 days long. I have increased pain throughout my body which resulted in me having to see a pain management doctor for several years. The pain started with cervical thoracic pain and migraines and has progressed throughout my whole body. I get tingling and numbness sensations in my hands. I have chronic and sometimes debilitating joint pain in my ankles, knees, hands, elbows, and wrists. With the joint pain comes swelling of my hands, feet and calves. I experience severe fatigue no matter how long I sleep. Over the past two years my breast started becoming increasingly sore all the time. At times it hurts just to shower or put on a bra. When my breasts are really painful they also become really warm and feverish to the touch. I have sensitivity issues (pain, tingling sand numbness) on my breast especially around my nipples. I am constantly sick with swollen glands, fever, body aches and sinus infections. My chest constantly feels tight/heavy and I feel like I can not catch my breath. I used to be very active and athletic before my implants and now I struggle to get out of the bed just to function as a normal person. Over the past 8 years I have seen multiple doctors to try and get answers (endocrinologist, neurologist, rheumatologist, plastic surgeons. Pain management doctors). Recently I have seen a pain management doctor and a rheumatologist whom have discussed with me that my implants might be the culprit so I have decided to have them removed. FDA safety report ID# (B)(4).

Event description:
Add'l info received from reporter on 03/04/2021 for mw5088829; I have previously reported how my breast implants made me very sick over an 8 year period of time. Was diagnosed with severe migraines, thyroid issues, fibromyalgia, pituitary gland issues, occipital neuralgia, auto immune symptoms and unexplained skin rashes. On (B)(6) 2019 I had my implants removed due to severe medical issues. I want to update my previous entry to show I had to go through an expensive surgery and was out of work for over a month to get them removed. FDA safety report ID# (B)(4).